Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify under delivery anomaly due to buttons not responding. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call performed a bolus and was disconnected but no insulin dripped out. The customer¿s blood glucose level was 130mg/dl at the time of the incident. The customer was assisted with an hp test and both times nothing alarmed. The insulin pump is being replaced and is expected to return for analysis.